Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display due to exposed to moisture. The customer¿s blood glucose was 130 mg/dl at the time of the incident. Customer reported the type of moisture exposure was water. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. (B)(4).